Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The procedure was successfully completed, however, when the patient woke in the recovery room, they exhibited paralysis of their right arm. At this time no other neurological deficits were present according to staff. The patient was taken for a CT scan, which was negative. The patient regained movement of the arm but with residual weakness. The patient was admitted to the hospital for further observation. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the patient was discharged from the hospital after an unknown number of days. No interventions other than hospitalization and observation took place.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The procedure was successfully completed, however, when the patient woke in the recovery room they exhibited paralysis of their right arm. At this time no other neurological deficits were present according to staff. The patient was taken for a CT scan, which was negative. The patient regained movement of the arm but with residual weakness. The patient was admitted to the hospital for further observation. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.